Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to a dislodgement. It was also reported this lead was being oversensed and an inappropriate shock was delivered. No additional adverse patient effects were reported.